Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called the clinic to report dizzy spells and presyncopal episodes. On (B)(6) 2015, the patient presented in clinic and interrogation revealed a syncopal episode and inhibition of pacing due to ventricular lead noise. The lead also exhibited low impedance. The device was reprogrammed. On (B)(6) 2015, the patient's dizziness and syncope continued. The patient presented in the emergency room and a temporary wire was placed in the patient. It was noted that the ventricular lead had been loose within the suture collar. The physician had difficulty removing the lead. The lead was capped and replaced.